Event description:
Patient presented to the ER due to receiving numerous hv therapies. Device interrogation revealed inappropriate therapy delivery and multiple charges due to an interval calculation anomaly. Device reset was also triggered multiple times. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of an interval calculation anomaly was confirmed in the laboratory. Analysis found anomalous components within the high voltage circuitry. The circuit block containing the timing functions was anomalous, which affected many of the individual timers. The anomalous timers also caused the device to enter backup mode.